Event description:
Smartsite blood infusion set tubing had clamp closed. During blood transfusion blood still backed up into tubing, flowed past clamp, and spilled on floor. This happened twice with two different patients with two different tubing sets.